Event description:
Meter name: one touch fasttake, strip name: lifescan, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. A patient reported they were treated by emt. Their meter allegedly was inaccurately erratic. The results on the meter were 45mg/dl and 95 mg/dl (within 10 minutes) and 200+ mg/dl (unknown date and time). The result on the emt meter was 40 (unknown units). The time difference between patient's meter and emt meter was unknown. Treatment was glucose. No further information has been reported.